Event description:
Healthcare profession confirmed capsular contracture, bake grade "ii-iii" with "bulging mass." Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified: an opening, crease fold and weight of the device to the specification. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on posterior side assessed as surgical damage.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported a right side rupture. Healthcare professional reported additional event of capsular contracture, baker grade unknown. Device remains implanted.